Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, mobility. The patient noticed a slight mobility of the screwed crown 36 (still tightly screwed) - it was the implant that was moving. Dentist has no idea, the bone is intact, no pocket or infection.